Event description:
The facility representative reported a colleague infusion pump with a 'select' button failure on the channel a keypad. The event was reported to have occurred before use. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 5.48.92.

Manufacturer narrative:
(B)(4). Additional information: it is unknown if any repairs were performed for the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted. Correction: a service history review was performed revealing the reported condition is not related to any previous reported problem with this pump.

Manufacturer narrative:
(B)(4). The reported condition of a "select" button failure on the channel a keypad was confirmed during product evaluation. The assignable cause was an inoperative pump head module (phm) select key. A service history review revealed that this device was previously serviced for the reported condition. Should additional information become available, a follow-up medwatch will be submitted.